Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" on (B)(6) 2010 - inr = 1.0. On (B)(6) 2010 - inr = 1.8. On (B)(6) 2010 - inr = 2.1.

Manufacturer narrative:
Investigation pending.